Manufacturer narrative:
(B)(4). Placed a service call to get the machine checked out, including the aim system. The service call confirmed an aim system alarm. This would not contribute to the reported issue. The spectra optia set was returned for investigation. The optia set was visually inspected for misassemblies, missing parts, kinks and general defects and none were observed. There was blood warmer tubing attached to the set but was not caridianbct's product. Conclusion: medical intervention occurred in the form of rbc transfusions despite the low hct cause being internal bleeding from a concomitant procedure and not malfunction the caridianbct device.

Event description:
Shortly into the tpe procedure, the pt had a 'decreased level of consciousness and became rigid' for a brief moment. The operator gave her some o2 and saline. The bp before the procedure was 118/72 (which was lower than the days before) and dropped to 99/50 about 8 minutes into the procedure and stayed around that value. They aborted the procedure without rinseback and the pt was sent to get a CT. This is a pt with good pasture and kidney failure; has received 3 hemodialysis treatment and this was the fourth tpe treatment with 4 l of ffp as replacement.